Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy the outer plate would not stop spinning. The surgery was completed using lactosorb plates and screws. This resulted in a thirty minute delay. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the reported device was not possible as it was not returned. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation cannot confirm this event or identify root cause with the limited information provided by the customer. This issue is being monitored for further risk assessment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.